Event description:
It was reported that on 27 mar. 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was 4mm. There was calcification confirmed extending beneath the annulus to the subvalvular region. Pre-implant balloon valvuloplasty (pre-bav) was performed using an 20mm, non-abbott balloon. The patient was developed with a left bundle branch block. During the procedure, at 80 percent deployment, a complete atrioventricular block had occurred. The valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc), and the conduction abnormality remained unchanged. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A temporary pacemaker was placed; the patient had extended hospitalization and in a stable condition. On follow-up, the patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.